Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer showed not detected on bus error, and no light emitting diode indicators were present on any drawer controller boards and the main pyxibus board. A field service engineer (fse) replaced the affected drawer controller board and the main pyxibus module controller board, after which power was restored, and light emitting diode indicators and system communication were successfully verified to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es machine was completely grayed out and the screen was not allowing users to view any medications. The customer confirmed that they were unable to access the medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.